Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had duplicate cubies error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1 was showing duplicate addresses. A field service engineer (fse) assisted the customer to recover all cubies and reloaded medications into the station. Restarted the station and tested the drawer using the hardware test application. All tests passed successfully, and no further issues were observed. The customer also verified drawer functionality and confirmed all tests passed. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had duplicate cubies error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.